Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and ectopic pregnancy with contraceptive device ("an ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a hysterectomy). Essure was removed. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and menstrual disorder outcome was unknown. The reporter considered device dislocation, ectopic pregnancy with contraceptive device and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.